Event description:
In 2005, a patient was dropped during a transfer with a golvo 7007es patient lift. According to the facility, the patient was being transferred when the lift's strap broke. The patient fell back onto the bed and was not injured. The next day, the equipment was inspected by liko's local distributor. The distributor replaced the strap, inspected the lift, and returned the lift to service. The broken parts are being returned to the manufacturer for analysis. Once this information is obtained a final follow up report will be submitted.